Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient presented to the emergency room (ER) two days before peritonitis diagnosis with excruciating abdominal pain. The patient was not hospitalized for the event. Two days later, the patient went to the ER again; with cloudy effluent and was diagnosed with peritonitis. Treatment with unspecified broad-spectrum antibiotics was started intraperitoneally (dose and frequency not reported). Four days later, treatment was changed to unspecific antibiotics (intraperitoneally for six days). Two days after change of antibiotics, the patient recovered from the excruciating abdominal pain. Twelve days after the peritonitis diagnosis, the patient recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.